Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. We were unable to perform functional test due to display anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was damaged and had an expanding blue spot. Customer stated that she was unable to read the screen. Blood glucose level at the time of the incident was 58 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.